Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump error alarm. The self test did not complete. The retainer ring was damaged. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Retainer ring = black. Case type = ngp customer returned device for alleged device error 75, device error 68, device error 49, device error 23, device test failed, and retainer ring damage found on september 03, 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. The device passed the displacement accuracy test at 0.0871 inches. The device failed the sleep current test and self test. Device error 75 appeared during self test. Device error 68, device error 49, and device error 23 appeared during testing. Test p-cap locked properly into the reservoir compartment. Successfully downloaded device history files and traces using thus software. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith). Device alarmed a device error 25 on the event date of september 03, 2022 at 21:00:00.000 or 9:00 pm. Device alarmed a device error 75 on the event date of september 03, 2022 at 21:30:19.000 or 9:30:19 pm. Device alarmed a device error 23 on the event date of september 03, 2022 at 17:06:19.000 or 5:06:19 pm. Device alarmed a device error 49 on the event date of september 03, 2022 at 17:05:38.000 or 5:05:38 pm. Device alarmed a device error 68 on the event date of september 03, 2022 at 17:05:38.000 or 5:05:38 pm. Device was cut open to perform visual inspection and found moisture damage on electrical board, and the lithium battery. The following were also noted during visual inspection: corroded battery tube, scratched case, and pillowing keypad overlay. Device error 75, device error 68, device error 49, device error 23, and device test failed were confirmed during testing. Retainer ring damage was not confirmed during testing. High sleep current measurement was confirmed due to moisture damage on the electronic assembly. Device error 25 was confirmed in the device history files and traces due to moisture damage on the j6 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.